Manufacturer narrative:
Investigation summary: a product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. The reported erosion was not confirmed. Device history records (DHR) review: the lot information was not provided for the returned components so a DHR review could not be performed. Based on the product analysis, this event is also not believed to be a manufacturing issue. Device technical analysis the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Urethral erosion, is included as potential adverse event in the product labeling. Investigation conclusion: a investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported erosion, included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery to remove the cuff due to erosion. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.